Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a fatal error and did not let users log in, and the screen reset each time a login was attempted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not let the nurses to login. A technical support specialist (tss) identified the d drive was almost full, and tss accessed the db on the station. Tss shrank the db and set the recovery model to simple, then rebooted the station. Tss logged in successfully using tss credentials, and the customer tested from their end and confirmed the error did not display and login worked. Tss received permission from the customer to proceed with closure and closed the case. The system functioned as intended after the technical support specialist troubleshot the device.